Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the instrument was broken. The investigation of the complained drill bit shows that the instrument is broken and was returned incomplete as distal tip with partial edges is missing. Returned shaft is without damages but twisted distal with remaining blunt edges. Investigation of documentation for manufacturing and material shows that the instrument has been produced in 2011 under specification. No failure in material or manufacturing could be detected. This is indicative of the instrument got stuck either in the bone or in the drill sleeve and was turned with high force and the instrument got damaged. It is recommended not turning the drill bit during insertion into the drill sleeve in order to prevent jamming in it. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit broke during a procedure. Another drill bit was used to complete the surgery with no delay. The patient is reportedly doing well. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.